Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The peritoneal dialysis catheter developed a hole next to the connector/catheter junction along the blue stripe. This damage was repaired with a new connector. The catheter is still in place. No harm or injury to the patient was reported. The implantation date of (B)(6) 2014 is an estimation.